Manufacturer narrative:
Patient's age was reported to be in the 40's. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis reported as "mild peritonitis" that was manifested by cloudy effluent. The cause was not reported. On an unreported date, the patient was hospitalized for the event. The patient was treated with unspecified antibiotics (intraperitoneal, dose and frequency not reported) for peritonitis. Treatment was ongoing at the time of this report. Five days after the onset, the patient recovered from the event. Pd therapy was ongoing. No additional information is available.